Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after system upgrade procedure, the patient was transferred to intensive care unit on (B)(6) 2018. On (B)(6) 2018, the physician felt that the right-sided heart pressures were very high which caused a rupture in the left subclavian vein leading to hemothorax. The patient received a chest tube and was recovering.